Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The patient was unable to troubleshoot at the time and intended to follow up later. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.